Manufacturer narrative:
The device was received by resmed and an evaluation was performed. During evaluation, an "internal battery degraded" error message was displayed in the service software. Review of the device events log showed total power failure events in conjunction with "internal battery inoperable empty" alarms. Based on the evaluation results, the reported issue was most likely due to a defective internal battery. The battery was replaced to address this issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly while using its internal battery. The device was not in use when the fault occurred; therefore, there was no patient involvement.